Event description:
It was reported that when using the pyxis medstation es system, it had a power failure. Error on the screen "a/c power failure". The customer reported that an issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device continually shutting down with an error message ac power failure. The field service engineer replaced the drawer and tightened the connection on each controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.